Event description:
It was reported that the patient passed out and experienced a heart rate in the thirties in beats per minute. The right ventricular (rv) lead exhibited high impedance, oversensing which resulted in under pacing and noise. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.